Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the surgeon tried to use an electric pen drive, but the handpiece repeated normal and reverse rotations. Another drill was used to finished the operation. Since the electric pen drive was purchased in march, the doctor was unsure of the quality of the device. No article was received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional products include dzi, erl, and hbe. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.